Event description:
It was reported that during equipment testing conducted at the user facility blade whip was observed. Upon receipt at the manufacturer facility, it was confirmed through functional evaluation by a manufacturer service technician that the reported blade whip was causing the blade to pop out during cut testing. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported blade whip was duplicated by a manufacturer service technician through functional evaluation. Upon disassembly, a loose drive link was found, and is the probable cause of the reported blade whip.